Manufacturer narrative:
An image was submitted for evaluation to product performance engineering; no device components were returned. The introducer appears to have been skived during needle insertion. Visual inspection was based solely upon a review of the photographs provided. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During an atrial fibrillation procedure there was skiving. After washing the sheath and inserting the transseptal needle outside the patient, an internal piece of plastic came out at the tip of the needle. The piece of plastic was removed, and the sheath was used to complete with procedure with no adverse patient consequences.